Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) have not been returned for evaluation. Download data from the day of the event is available for review. Per the ECG recordings and the device flag data, there is no indication of any device malfunction. Device manufacture date: electrode belt sn (B)(4) manufactured 11/2009. Event problem and evaluation: other - the device download flags and ECG recordings were reviewed as part of the event evaluation.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The husband of a (B)(6) female patient reported to zoll customer support that the pt passed away on (B)(6) 2013. The device was reportedly alarming during the event. The lifevest detected three arrhythmias between 18:08:22 and 18:17:42 on (B)(6) 2013. ECG strips show a normal sinus rhythm (86 bpm) transitioning to vt (120 to 164 bpm). Detection stopped at 18:17:52. At 18:18:58, vt (133 bpm) with CPR artifact degraded to asystole, which is considered a non-treatable rhythm. The electrode belt was disconnected at 19:25:14. The lifevest properly detected ventricular tachycardia. However, CPR artifact on the ECG channels prevented a treatment from being delivered during the event.